Event description:
Red skin on scar at follow up. Probably due to absorsable suture. No infection noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).